Event description:
Iliac leg graft was placed in tortuous common iliac. Final angio looked great. Forty-eight hours post-op, the patient began complaining of numbness in his left leg. The iliac leg graft had kinked - occluding blood-flow. The vessel was re-accessed, ballooned, jetted for thrombus, and two stents from other manufacturers were implanted.

Manufacturer narrative:
Evaluation: still under investigation.